Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was readmitted to the hospital from the rehabilitation center with an embolic stroke. The patient's international normalized ratio (inr) had reportedly been in the 2-3 range and lactate dehydrogenase (ldh) level was approximately 3000 u/l upon admission, the patient was placed on nitric oxide, heparin, and four different vasopressors. An echocardiogram (echo) was performed by the hospital with the pump speed at 9000 rpms and the aortic valve was seen to be opening with every cardiac cycle. Per the cardiologist, the lv diameter was approximately 8 and the patient had no right ventricular (rv) failure. The pump was reportedly turned off four days after admission to the hospital and the patient expired. The cause of death was reported as "stroke/thrombus."

Manufacturer narrative:
The hospital reported that the pump was not explanted and that an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.